Manufacturer narrative:
It was determined through investigation of the device that the device was drifting; there was no uncommanded electronic motion. The issue of device drifting is not reportable.

Event description:
It was reported the bed would lower or raise on its own. Neither the serial number nor the model number has been provided. There was patient involvement, but no adverse consequences were reported. No further information has been provided at this time.

Event description:
It was reported the bed would lower or raise on its own. Neither the serial number nor the model number has been provided. There was patient involvement, but no adverse consequences were reported. No further information has been provided at this time.